Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that on CT examination on (B)(6) 2017, the physician reported that the patient had a left iliac contralateral limb occlusion and an unknown endoleak. The patient will be monitored. The cause of the event is unknown at present. No additional clinical sequelae were reported, and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received on this case reported that as per the physician, the abdominal aortic aneurysm measured 53mm. The unknown endoleak is reported to be probably a type ii and the cause is unknown. It was reported that a CT scan performed approximately 8 months post index procedure confirmed the endoleak and occlusion of the left iliac limb. There was no subsequent intervention performed as the patient was asymptomatic. It was reported that the cause is likely crushed by the right limb in a small diameter aorta. No additional clinical sequelae were reported. Films review summary: the exact cause of the limb occlusion could not be determined from the films provided. Pre-implant CT¿s revealed that the neck, aaa, and iliac arteries were all extensively calcified, and the distal aorta measured ~2cm dia x 2cm length and was ringed with calcification. The take-off for both the right and left common iliacs were acutely angulated ~100 deg lateral-left, and both common iliacs were extensively calcified. CT¿s returned from 7 month post-implant noted a aaa max diameter measuring 50mm, and a localized area of unknown source contrast was seen just outside the anterior of the limbs near the level of the gate. Thrombus was seen along the ID of the bifurcate aortic body, and beginning at the flow divider the contra/left limb was 100 % occluded. Flow resumed distally at the left internal iliac bifurcation. The right ipsi limb and right limb extension were patent. Within the 20mm diameter distal aorta beginning just below the level of the gate ring, the contra limb was seen compressed nearly flat (~5mm od / 2 ¿ 3mm ID) by the opposing right limbs which remained circular. Within the left iliac the contra limb expanded back out to 15 ¿ 13 ¿ 17mm diameter. It appears likely that compression of the contralateral limb within the small and calcified distal aorta likely led to the limb occlusion. The acutely angulated and calcified common iliac arteries may have also contributed. The cause and source of the endoleak could not be confirmed. If information is provided in the future, a supplemental report will be issued.